Event description:
An ophthalmic assistant reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/23/2008 by fax and mail. A completed questionnaire was received on 12/02/2008. This report was mailed to FDA on: 12/19/2008.